Event description:
The customer's blood glucose was tested while at the dr's office. The dr's meter read 127 mg/dl, while the customer's meter read 285 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse event due to the readings. The strips were to be returned for eval, and replacement strips will be sent.

Manufacturer narrative:
This report was not made a potential until more info could be obtained from the customer, so it will be submitted past the 30 day window.